Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('had a complete, but saw only one evil slinky/find the other sinky') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and arthritis ("joint inflammation") with joint swelling and arthralgia. The patient was treated with surgery (one essure coil removal leaving ovaries). At the time of the report, the device dislocation and arthritis outcome was unknown. The reporter considered arthritis and device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, arthritis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-mar-2020: new event was added: joint inflammation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('had a complete, but saw only one evil slinky/find the other sinky') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and arthritis ("joint inflammation") with joint swelling and arthralgia. The patient was treated with surgery (one essure coil removal leaving ovaries). At the time of the report, the device dislocation and arthritis outcome was unknown. The reporter considered arthritis and device dislocation to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, arthritis quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('had a complete, but saw only one evil slinky/find the other sinky') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (one essure coil removal leaving ovaries). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('had a complete, but saw only one evil slinky/find the other slinky') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (one essure coil removal leaving ovaries). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.